Event description:
Multiple migraines/migraines and headaches [migraine], worsening vision [visual impairment] , localized blanching near the chin [pallor] , persistent swelling [swelling] , tenderness [tenderness] , visible asymmetry [facial asymmetry] , rha3 in chin [off label use] . Case narrative: united states report received from a consumer on (B)(6) 2025 and refers to herself, asian female patient of 27-year-old who had received rha3 on (B)(6) 2025 for an unknown indication. The patient's medical history was not provided. The patient was not allergic to any drug or food. The patient's concomitant medications included vyvanse (lisdexamfetamine) at dose of 40 mg with unknown frequency and for an unknown indication. An unknown volume of rha 3 was applied at chin (0.6 ml) and lips (0.4 ml) via unknown technique. It was not reported if cannula was used for the administration. Lot#: 2348r3l0, expiration date: 17-nov-2026. On unknown date in (B)(6) 2025 (reported as within 24¿48 hours of the injection), she began experiencing localized blanching near the chin, persistent swelling, tenderness, visible asymmetry, and multiple migraines. These symptoms led her to seek dissolving treatment on (B)(6) 2025. She reported that the product box was not presented to her at the time of treatment. She only received the lot number and expiration date after requesting the information in early june. On (B)(6) 2025, she visited the emergency room due to worsening vision and continued migraines and headaches, and she was admitted to hospital. An MRI and lab work were conducted; while the results were inconclusive due to artifact from dental hardware, she was referred to a neuro-ophthalmologist for further evaluation. The patient's treatment for the event included toradol (ketorolac tromethamine) 15 mg. On (B)(6) 2025, the patient was discharged from hospital. At the time of report, outcome of the events migraine headache, visual impairment, blanching of skin, swelling, tenderness and facial asymmetry was not resolved. The intensity of the events migraine headache, visual impairment, blanching of skin, swelling, tenderness and facial asymmetry was not reported. Causality assessment per reporter between events migraine headache, visual impairment, blanching of skin, swelling, tenderness and facial asymmetry and rha 3 was not provided. Health effect: clinical code: e0116, headache, health effect: clinical code: e0839, visual impairment, health effect: clinical code: e2331, pallor, health effect: clinical code: e2338, swelling, health effect: clinical code: e2330, pain, health effect: clinical code: e2402, appropriate term / code not available, health effect: device code: a2304 off-label use. No additional information was available at the time of this report. Company comment: the 27-year-old female patient was hospitalized due to worsening vision and continued migraines/ headaches after rha3 administration at an unknown latency. The patient was on concomitant medication of lisdexamfetamine which could confound the event. The company assessment was that the causal relationship between migraine and visual impairment, and rha3 cannot be excluded with confidence based on the temporal relationship, limited information provided and off-label use precluding a comprehensive assessment. The company will continue monitoring the benefit-risk profile for the product.